Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following the implant of this 26 mm transcatheter bioprosthetic valve, moderate-severe paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed but dislodged the valve. Subsequently, a 29 mm second valve was successfully implanted. No adverse patient effects were reported.